Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: visual examination consisted of checking the device for damage along the catheter shaft as well as the balloon. The device showed damage in the form of stretching of the shaft. The stretching was noticed at 13 cm from the distal marker band and at 24 cm from the distal markerband. The device also showed multiple kinks on the shaft. The device was connected to an inflation device and the inflation of the balloon was attempted. The balloon would not inflate due to the kinks and the damage on the shaft. The damage the device showed may have contributed to the slow deflation the customer experienced. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deflation failure occurred. The target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery (sfa). A 5.0 mm x 100 mm ranger balloon catheter was advanced to the sfa and inflated 1 time to 10 atmospheres. The balloon did not deflate, so the ranger was removed in an inflated state via the 7f non-bsc sheath. There were no patient complications and the patient was well.